Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2267 (air and fluid in set) alarm on a homechoice (hc) machine during dwell three of six. The hp stated that all of the bags were out of fluid. There was nothing found with the setup during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to finish therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.